Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were removing a radial artery. They once again noticed the conical tip ( dissection tip) was off center. Normally the center of the dissection tip is in the center of the camera on the screen. This tip was not. It appeared as if the tip was molded incorrectly. It threaded correctly on the scope and a second scope was used to see if it was a scope issue but it was not. They were able to complete the harvest. There did not appear to be any problems with the conduit. The surgery went well otherwise.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/10/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The conical tip was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The conical tip was threaded onto a reference endoscope with no physical or visual difficulties. The center of the conical tip was observed to be correct. An image quality inspection was performed on 06/03/2021with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to clear with no visual defects observed. Based on the returned condition of the device, the reported failure "positioning failure" was not confirmed.

Event description:
N/a.